Event description:
Event verbatim [preferred term] burn and blister in the lower back [burns second degree] , . Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date for an unspecified indication. The lot number was unknown at time of the report. The patient's medical history and concomitant medications were not reported. The patient experienced burn and blister in the lower back on an unspecified date. The patient reported that she did not use thermacare during the night and not longer than 6 hours. The action taken in response to the event for thermacare heatwrap was unknown. Event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "burn and blister in the lower back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device, comment: based on the information provided, the event "burn and blister in the lower back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn and blister in the lower back [burns second degree]. Two open burning wounds and redness [erythema]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), device lot number n49174, exp. Date jul2019zzz, via an unspecified route of administration from (B)(6) 2017 for back pain. The lot number was unknown at time of the report. The patient's medical history was not reported and concomitant medications were none. The patient previously used warming device as pain treatment (used hot water bottle for 3 hours and no problem occurred). The patient experienced burn and blister in the lower back on (B)(6) 2017. The heat wraps heated up as expected, the burn was only visible at detachment of the wraps. The burn consisted of two open burning wounds and redness. She asked a pharmacist for advice. The pharmacist recommended bionect (hyaluronic acid and silver ions) ointment which she applied onto her wounds. The patient reported that she did not use thermacare during the night and not longer than 6 hours. She used thermacare lbh (up) for back pain on (B)(6) 2017 for three hours and on (B)(6) 2017, 12:00h to 17:00h, always on her bare skin, clothed with a long-sleeved t-shirt. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Event outcome was not resolved. She was not pregnant and not in menopause. The patient had no medical treatment during the use of thermacare lbh. She described her skin as medium light (neither light nor dark), not too sensitive, without skin diseases. The thermacare lbh package was colored red. She did not do any sports and did not control her skin during the application of thermacare lbh. She did read the "pil." According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (22feb2017): new information received from a contactable patient included patient data (age), concomitant medications were none, product data (device lot #, expiration date, start/stop dates, indication, action taken), and reaction data (additional events of two open burning wounds and redness), treatment and outcome. Follow-up (03mar2017): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the events "burn and blister in the lower back and two open burning wounds and redness" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event are assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified. Comment: based on the information provided, the events "burn and blister in the lower back and two open burning wounds and redness" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event are assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified.

Event description:
Burn and blister in the lower back [burns second degree] , two open burning wounds and redness [wound] , two open burning wounds and redness [erythema] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), device lot number n49174, exp. Date jul2019, via an unspecified route of administration from (B)(6) 2017 for back pain. The lot number was unknown at time of the report. The patient's medical history was not reported and concomitant medications were none. The patient previously used warming device as pain treatment (used hot water bottle for 3 hours and no problem occurred). The patient experienced burn and blister in the lower back on (B)(6) 2017. The heat wraps heated up as expected, the burn was only visible at detachment of the wraps. The burn consisted of two open burning wounds and redness. She asked a pharmacist for advice. The pharmacist recommended bionect (hyaluronic acid and silver ions) ointment which she applied onto her wounds. The patient reported that she did not use thermacare during the night and not longer than 6 hours. She used thermacare lbh (up) for back pain on (B)(6) 2017 for three hours and on (B)(6) 2017, 12:00 h to 17:00 h, always on her bare skin, clothed with a long-sleeved t-shirt. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Event outcome was not resolved. She was not pregnant and not in her menopause. The patient had no medical treatment during the use of thermacare lbh. She described her skin as medium light (neither light nor dark), not too sensitive, without skin diseases. The thermacare lbh package was colored red. She did not do any sports and did not control her skin during the application of thermacare lbh. She did read the pil. Additional information has been requested and will be provided as it becomes available. Follow-up (22feb2017): new information received from a contactable patient included patient data (age), concomitant medications were none, product data (device lot #, expiration date, start/stop dates, indication, action taken), and reaction data (additional events of two open burning wounds and redness), treatment and outcome. Company clinical evaluation comment: based on the information provided, the events "burn and blister in the lower back and two open burning wounds and redness" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the events "burn and blister in the lower back and two open burning wounds and redness" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn and blister in the lower back [burns second degree], two open burning wounds and redness [wound], two open burning wounds and redness [erythema]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), device lot number n49174, exp. Date jul2019, via an unspecified route of administration from (B)(6) 2017 for back pain. The patient's medical history included used warming device as pain treatment (used hot water bottle for 3 hours and no problem occurred on (B)(6) 2017). Concomitant medications were none. The patient experienced burn and blister in the lower back on (B)(6) 2017. The heat wraps heated up as expected, the burn was only visible at detachment of the wraps. The burn consisted of two open burning wounds and redness. She asked a pharmacist for advice. The pharmacist recommended bionect (hyaluronic acid and silver ions) ointment which she applied onto her wounds. The patient reported that she did not use thermacare during the night and not longer than 6 hours. She used thermacare lbh (up) for back pain on (B)(6) 2017 for three hours and on (B)(6) 2017, 12:00h to 17:00h, always on her bare skin, clothed with a long-sleeved t-shirt. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Event erythema outcome was recovered, events burns second degree and wound outcome was recovering. She was not pregnant and not in her menopause. She described her skin as medium light (neither light nor dark), not too sensitive, without skin diseases. The thermacare lbh package was colored red. She did not do any sports and did not control her skin during the application of thermacare lbh. She did read the pil. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (22feb2017): new information received from a contactable patient included patient data (age), concomitant medications were none, product data (device lot #, expiration date, start/stop dates, indication, action taken), and reaction data (additional events of two open burning wounds and redness), treatment and outcome. Follow-up (03mar2017): new information received from the product quality complaint group included investigational results. Follow-up (10mar2017): new information received from the same contactable patient included: events outcome. This follow up report is being submitted to amend previously reported information: patient's age updated to (B)(6)-year-old. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events "burn and blister in the lower back and two open burning wounds and redness" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified., comment: based on the information provided, the events "burn and blister in the lower back and two open burning wounds and redness" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified.